Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve, the 14f esheath+ was difficult to advance into the distal aorta during insertion due to vascular calcification and tortuosity. As a result, the physicians removed the initial sheath. Prior to inserting a second sheath, balloon dilation was performed from the contralateral access site. Following dilation, a second 14f esheath+ was successfully advanced into the distal aorta. During advancement of the valve through the second esheath+, resistance was encountered as the delivery system advanced through the distal aorta. Due to the advancement difficulty, the team applied negative pressure to the balloon port to assess whether the balloon had ruptured. At that time, it was identified that the balloon had ruptured at some point during advancement and/or valve alignment. The physicians then attempted to withdraw the valve and delivery system back into the esheath+; however, the system could not be fully retracted into the sheath. A surgical cutdown was subsequently performed at the access site to safely remove the valve, delivery system, and esheath+. The cutdown and device removal were completed successfully.